Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vibratory alert did not vibrate. No action was performed. The device remains implanted. The patient was in good condition.

Manufacturer narrative:
The reported field event of patient notifier anomaly was confirmed in the laboratory. The notifier was tested in the lab and was found to be anomalous as the patient notifier would not vibrate. No other anomalies were detected.

Manufacturer narrative:
The reported field event of patient notifier anomaly was confirmed in the laboratory. The notifier was tested in the lab and was found to be anomalous. No other anomalies were detected.

Event description:
New information received indicates that the device was explanted. The patient was in normal condition post-procedure and went home.